Event description:
It was reported that the device's downstream occlusion (dso) seal was cracked. There was unknown patient involvement and unknown patient harm reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. Customer reported problem occlusion downstream membrane cracked confirmed. The probable cause of the reported problem unknown. Replaced downstream occlusion sensor (dso) bezel, seal. After repaired all functional test of the pump passed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.